Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device seized, jammed and moved heavy and the device could not hold the k-wires. It was also observed that the device failed the check lever on tool coupling, check sleeve for spring tick ¿ pass¿, if hexagon end and check status of development pre-tests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's full name and complete address were not provided. (B)(6)the manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the k-wire attachment device would not hold the surgical pins anymore. There was no delay to a surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.